Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the user facility was unable to control the pump through the ccm, so they tried turning the pump off and back on again. The pump turned on, ran for a short time and then shut off but the ? Disappeared from the ccm. The user facility uses two roller pumps in the sucker position. They only used one pump for the remainder of the procedure.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a question (?) Mark appeared over the sucker pump icon on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: device evaluated by MFR and event problem or evaluation codes. The reported complaint was confirmed through information received by the manufacturer's clinical specialist. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the sucker pump on their heart lung machine (hlm) lost connectivity with the network, and displayed a question mark (?) On the central control monitor (ccm) monitor. According to the information available, when the ? Mark appeared the pump stopped. The clinician then tried to turn the flow with the local control knob. They were able to use that for a short period of time, and noted that was also not working correctly. The clinicians tried two or three times to press start and stop on the pump and the pump would run for a while and stop. Ultimately, they decided to use another roller pump for the sucker feature. The clinicians do recall some error message regarding the pump, but they do not recall the verbiage. According to the information available, the preventive maintenance (pm) is performed within the scheduled period. They have since used this roller pump without problems. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.